Event description:
It was reported that during a photo selective vaporization of the prostate for benign prostatic hyperplasia, the fiber was forward firing after 15,405 joules and 1 minute of use. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis did not identify any breaks to the fiber tip and body. Microscopic analysis identified that the glass cap was protruding from the metal cap, indicative of glue failure. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited severe charred debris adhesion on its surface. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that during a photo selective vaporization of the prostate for benign prostatic hyperplasia, the fiber was forward firing after 15,405 joules and 1 minute of use. The procedure was completed with another fiber without patient complications.